Event description:
Boston scientific received information that the power cord at the back of the patient's communicator was hot and it melted. The patient confirmed that there was no damage or injuries that occurred. The latitude patient support (lps) discussed about the replacement process and verified the patient's address. A replacement communicator was sent to the patient and return of the original was requested. The communicator was deactivated. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market reliability assurance laboratory, attempts to recreate the hot power cord in the laboratory setting were unsuccessful. Visual inspection, however, confirmed that the power brick had signs of melting and excessive heat thus confirming the allegation. After replacing the power brick the communicator passed all baseline tests.